Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date (B)(6) 2015 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number: 200003981; model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients scs system shorted out and was causing some secondary medical issues. The patient underwent an explant. No further information could be obtained.